Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-24. H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. The returned syringe was examined and exhibited a deformed/damaged plunger rod and thumb press. Customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the syringe was broken. The returned syringe was examined and exhibited the entire barrel broken at the 20 unit marking. Unable to perform DHR check for syringe broken due to unknown lot number. Bd was able to confirm the customer¿s indicated failure plunger rod damaged. Bd was able to confirm the customer¿s indicated failure broken barrel. Barrel

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp was damaged before use. The following was reported by the initial reporter: "the customer reported as follows: when pulling the plunger rod with the syringe empty, the syringe was broken."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp was damaged before use. The following was reported by the initial reporter: "the customer reported as follows: when pulling the plunger rod with the syringe empty, the syringe was broken."